Event description:
It was reported that a 430cc mentor memorygel breast implant had visible staining while still inside its primary packaging. No report of adverse event or patient consequence was reported.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 6, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device and material evaluation. Visual analysis of the returned device determined that two black spots (a1 and b1) were observed on the anterior view over the shell of the smooth uhp 430cc breast implant. During the analytical analysis, 4 additional black spots (a2, a3, a4, b2, and b3) were found measuring between 0.05 mm² to 0.15 mm² (0.0005 cm² to 0.0015 cm²). Chemical composition for the foreign materials a3, b2 and b3) exhibited the siloxane base material, presumably by the composition of these particles the breast implant material could be associated as a source of origin. For the foreign materials, a1 and a2 were primarily composed of polyurethane-based material, the source of origin cannot be ascertained by ftir terms. Foreign particle b1 presented the infrared spectrum pattern for polyether block amide base material (pebax), the source of origin remains unknown. The mentor microbiology department provided the sterility assurance records of the device. The lot met all the sterilization parameters required to provide sterility assurance before release for distribution. Based on the current information, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. A manufacturing investigation was performed, and the process controls and data records collected are within specification.

Manufacturer narrative:
On december 13, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per the returned device, mentor became aware that the lot number is 9679586. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.